Event description:
It was reported that the user woke to find the ilet pump¿s screen delaminated, exposing internal components in cool outdoor conditions, after which the device was not usable and was not synced prior to shutdown; the issue is consistent with loss or failure to bond affecting the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.